Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Additional information was provided, which indicated an approved cartridge was used, the handpiece information is unknown; however, an unapproved viscoelastic was used. Not enough information was provided to conduct a review on the cartridge lot. The product investigation could not identify a root cause. The use of unapproved products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported following an intraocular lens (iol) implant procedure a patient was not seeing well. The lens was removed and replaced in a second procedure. Additional information was provided by a technician that the patient's symptoms resolved following the second procedure.